Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient´s his son noticed that the patient was sweating a lot and not responding well for 30 minutes. The cgm reading was 108 mg/dl. The son called the paramedic for assistance. They took a bg reading which was 40 mg/dl and treated the patient with IV fluids, cheeseburger and juice. After the treatment the patient recovered and the bg reading increased to 158 mg/dl. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.